Event description:
It was reported the patient received the following results within 15 minutes: 152 mg/dl (system 1), 252 mg/dl (system 2), and 111 mg/dl (system 1). Readings occurred with the same vial of test strips.